Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to free flow state, which was reproduced. The investigation found that the cause of the reported symptom was that the pump door hook shims had been removed so that the door would not close per specification. If the door does not fully close, the loaded set is not seated in the pumping channel as required and the tube is not occluded by the valves which will create a free flow condition. Evaluation also found dried fluid residue around the door hinges. Causality was determined to be unauthorized user facility maintenance regarding the removal of the door hook shims from underneath the door hooks the door hooks were re-shimmed and calibrated to the correct configuration. (B)(4).

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had free flow during therapy in the intensive care unit. A new bag of weight based heparin 25,000units/500ml, rate 21.8ml/hr was hung on (B)(6) 2016 (unknown time). The heparin was double checked and programmed with two nurses at the bedside. The nurse went back to check on the patient approximately 30 minutes after the IV bag was hung and observed an empty IV bag. She called the other nurse in and they reviewed the infusion programming. It was reported that 116ml of heparin was showing on the screen as given and 344ml left to infuse, however the 500ml bag was empty." The physician was made aware, heparin remained off and labs were drawn. Per customer, ¿no signs of active bleeding, no medical intervention provided, no change to the plan of care and no serious complications to the patient as a result of this alleged free flow event.¿ the patient was discharged from the hospital on (B)(6) 2016. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.